Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken in the shell, underweight, crease flat and wear abrasion. A microscopic analysis was performed which identify a sharp edge broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a broken sharp in the posterior side assessed as unidentified (tear) broken. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.